Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 9 am with nausea, vomiting, abdominal pain, and a blood glucose level of 187 mg/dl. The customer was sent in for dialysis. Standard troubleshooting was performed. The insulin pump functioned according to design. The customer was advised to change her insulin infusion set. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).